Event description:
It was reported to philips by a customer that the unit had touchscreen issue. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported.

Manufacturer narrative:
Upon further investigation, the following has been reported that the issue occurred outside of clinical use during an internal training. Therefore, this complaint no longer meets reportability requirements.